Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that it was working great and it was the best thing they ever did. They stated they felt a sensation between legs like it was being changed to a different number and it felt like they had been riding a bicycle. They stated having a sore type of feeling. They also stated that when they tried to raise the stimulation a little higher it was keeping them from voiding, but if they lowered it down it was where they pee real good and if they did it too low then they were running to the bathroom. The sore sensation started  the very first time they used the handset a couple weeks ago and the representative told them to adjust it until they felt it until it was comfortable. They stated symptoms had decreased by 90%.